Manufacturer narrative:
Cmp-(B)(4). - date implanted - unknown date in (B)(6) 2016. Concomitant medical products - unknown head/ pn and ln unknown, unknown stem, unknown cup. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03135.

Event description:
It was reported patient had a closed reduction performed due to dislocation approximately ten months post implantation. All products remain implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.